Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:field testing was done and the unit was found to be working ok. The unit was tested at different frequencies with no faults found. Also checked all outlet points with no faults found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the user noted there was no output even at maximum. The epg was tested in the field.